Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head...fell out - oral-b [device breakage]. Brush head...was too loose on the handle - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush head was loose on the oral-b toothbrush handle and fell out. No injury was reported.